Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported by the patient¿s family member stated that the patient has water retention and an extended belly which had been going on for a while. The caller asked about the model and longevity of the battery which was reviewed, and explained that it depended on usage and device settings. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Clarification was received. The patient had a little extended belly. They thought the patient might have water retention and they had an ultrasound to access reported symptoms. No further patient complications are anticipated or expected as a result of this event.